Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - cannot run, detect and treat during testing due to functional issue) was confirmed. A review of download data indicates that the monitor reset due to low energy pulse during distributor functionality testing. Upon evaluation the monitor reset before delivering pulse. A defective t2 component on the defibrillator pca was identified. Root cause: the root cause for the defective t2 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor cannot run, detect and treat during testing due to functional issue.